Event description:
Information received from the field notes that x-ray revealed that the lead exhibited subclavian crush. The ECG showed no capture or sensing. The lead appeared to be functioning normally at the previous follow-up. The the patient was not pacemaker dependent with an intrinsic rate of 80 ppm.